Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened and act and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that keypad was stiffer than normal. The customer¿s blood glucose was 219 mg/dl. The customer reported that insulin pump was not bumped, dropped or exposed to moisture. It was reported that time clock advanced. Customer reported that insulin pump did not alert button error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.